Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during implant it was noted that the outflow bend relief lacked the tension to secure it to the pump. The surgeon secured the outflow bend relief with a tie band after trying to bend the clips manually with a hemostat. The patient remains ongoing with the lvad.

Manufacturer narrative:
The pump remains implanted supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.